Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by the failure analysis (fa) team. The failure analysis investigations replicated and confirmed the customer reported complaint. The usm was tested on an in-house system and failed in normal mode as it triggered error 31226 on the clockspring. The usm also failed the fiber test on the clockspring. Additionally, the fiber readings on the clockspring were low, and the power readings were trending down. The clockspring fiber cable was swapped on with a new one, and the errors no longer occurred. The original clockspring fiber cable was reinstalled, and the errors returned. The usm went through more testing with a new clockspring fiber cable and passed direction tests, lissajous, cva characterization, sine cycle, friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switch-es test.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the clinical sales associate (csa) contacted the technical support engineer (tse) and reported that arm 4 of the patient side cart (psc) was disabled. The system event logs show repeated motor axis faults reported by the axes controller arm (acm) on arm 4. The tse recommended leaving arm4 disabled, due to the likelihood that the error would reoccur upon re-enabling the arm. The customer is continuing the procedure with arm 4 disabled. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and was informed that the patient information is confidential and will not be provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported problem. However, the fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. The complaint regarding repeated recoverable fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi had received the usm; however, the failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received.